Manufacturer narrative:
The insulin pump was received with constant failed battery alarm due to faulty battery tube. The device was unable to perform the displacement test, self-test, off no power test, unexpected restart test, rewind test, basic occlusion test, occlusion test, priming test and excessive no delivery test due to failed battery alarm. The insulin pump was received with minor scratches on the display window. The device was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call failed battery test on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the failed battery test alarm was performed. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer received failed battery test while troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.